Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 9 events were reported for this quarter. 9 devices were received for evaluation. 8 events were confirmed during testing. 6 devices were found to be affected by compromised lubrication and missing paint chips. 2 devices were found to be affected by corrosion and missing paint chips. 1 event was confirmed for missing paint chips; however, overheating was not confirmed and no failures were found to contribute to the reported overheating. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device had missing paint chips and had reportedly overheated. 8 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.